Manufacturer narrative:
The device ro 10 013 has been inspected for investigation purpose. The tests performed confirmed that the pc was degraded due to wear and tear from use. The internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, it has been reported that the pc was non-functional. There was no patient/user impact reported.